Event description:
It was reported that the user experienced loss of dexcom g7 continuous glucose monitor (cgm) readings on the ilet bionic pancreas a short time after a successful pairing of a new sensor, consistent with sensor signal loss impacting cgm-to-pump communication; the user toggled cgm settings and re-paired the sensor with guidance, and was advised to call back if pairing failed. No adverse clinical symptoms were reported. Outcomes included temporary interruption of automated insulin delivery without health impact. User support included troubleshooting, sensor pairing verification, and user education on cgm selection and re-pairing. Investigation of this case revealed signal loss between the dexcom g7 and the ilet, with functionality dependent on successful sensor pairing. It was concluded, based on previously established findings for similar reports, that user setup or connectivity issues were the most likely causes.